Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament to femur bone surgery two screws broke. One of the screw broke at the tip and the other one broke in half. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device from a different manufacturer. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed. The complaint devices were not returned for evaluation. Two photographs, one of (2) unpackaged ar-4020c-07 and another of (2) labels for ar-4020c-07 were received for evaluation. The photograph of the devices contains (2) broken screws. The first, on the left, is broken in two or more parts. The second, on the right, had the tip broken off. It is unclear if the tip is present in the photograph. Without additional information about the bone quality, preparation, and usage of the devices, the cause for the breakages remains undetermined. A probable cause could be attributed to application of excessive mechanical forces through over-torqueing or prying/leveraging the screws during insertion, or poor bone quality and/or preparation.